Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited a decrease in r-wave measurements. It was noted that the lead was likely close to the tricuspid valve and had some oversensing of atrial fibrillation. A lead revision procedure was performed and the lead is functioning appropriate. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.